Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant both leads, the right ventricular (rv) lead and right atrial (ra) lead, had dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.